Event description:
Complainant alleged that when the autopulse resuscitation system was used with good batteries, the device only ran for 10-15 minutes. Manufacturer has requested additional information, however no additional details were able to be provided. Complainant did however indicate that the crew informed him that there were two autopulse platforms that did not work properly:one will not power on and the other one maxed out at 15 minutes. No adverse patient sequelae was reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR report: #3003793491-2013-00897 for autopulse resuscitation system with sn (B)(4).